Event description:
It was initially reported that the pt was experiencing random stimulations and jabbing pain. It was later determined that the pt's settings were at incorrect settings. It appears that there may have been interruption during the system diagnostics as the pt was now at 60 min off and the magnet output current was now at 1.0ma instead of 0.00ma. Good faith attempts to obtain additional info have been unsuccessful to date.